Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue. Eventually, the customer reverted to an alternate method of insulin therapy.